Event description:
It was reported; the subject device (balloon) burst during the dilation phase of the procedure. The issue was found during a therapeutic esophagogastroduodenoscopy (egd) and esophageal dilation procedure and was completed using a similar device. Procedural delay of less than 30 minutes under sedation. No patient harm was reported by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device bd-410x-2055 lot 444934 was returned for the reported issue of balloon burst. The device was found without its original packaging. The balloon was confirmed to have a large rip, indicative of the balloon bursting. Due to the rip, inflation could not be tested (functional testing). A definitive root cause could not be identified. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.